Event description:
Pt reportedly experienced multiple dislocations following total hip arthroplasty. Revision surgery was performed to replace the existing acetabular insert and shell with a constrained acetabular component.